Event description:
Reporter alleged discrepant blood glucose results of 280, 97, & 100 mg/dl back when all tests were performed back to back within 6-10 minutes apart on the advantage system. Customer stated taking normal oral medications and having normal food intake, however, did not provide the location of the testing. As a result, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device, and replacement product was sent. Advantage system: meter voicemate vsr with chek vial, and comfort curve test strip lot number 549437 with an expiration date of 01/31/08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.